Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: hi, 180 mg/dl, 150 mg/dl, and 120 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
Patient was not asked to provide strip lot and expiration date. It was unknown if the initial reporter sent report to the FDA. Device manufacture date is unavailable without strip lot information.